Event description:
It was reported that the patient was inserted a PICC line for chemotherapy on (B)(6) 2013. After the placement, when the nurse did regular x-ray check, she found there was 3 cm in the ij, so she was intend to pull out of the catheter slightly to adjust the tip location to the right place, however, when she did this process, she found the catheter was broken 3 cm above the insertion site. Then the nurse immediately asked the interventional radiology department for help. Finally the catheter was removed from the patient body; however, interventional radiology doctor did not keep it for further research.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rexa0887 showed no other similar product complaint(s) from this lot number.